Manufacturer narrative:
Initial and final MDR 2016011- MDR 3003442380-2024-28701- device 2 of 2.

Event description:
Reference number(B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that two infusion set cannula was kinked within 2 days of use. Infusion set was placed in abdomen. Event was occurred on (B)(6) 2024 and (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.